Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision completed due to concerns of elevated metal ion possibility. Patient revised to a ceramic head ball. Doi: (B)(6) 2008. Dor: (B)(6) 2021. Right hip.

Manufacturer narrative:
Product complaint # : (B)(4). Investigation summary : no device associated with this report was received for examination. There is no direct allegation associated with this product. The reason for revision was patient choice. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Medical records received. The litigation alleges elevated metal ions, pain, discomfort, difficulties standing, sitting, walking, climbing stairs and adl, inability to sleep, and limited mobility. X-rays show some lysis behind the cup and a large effusion of the hip with dark fluid consistent with metal ion wear. In addition to what was previously reported the patient was revised to address failed tha with mechanical wear and elevated metal ions resulting in hip pain, limited adl, and walking difficulty. X-ray reported lysis behind the cup, and MRI reported a large effusion of the hip, minimal signs of infection and consistent with metal ion wear. The operative note reported a large effusion of the hip with dark fluid consistent with metal ion wear. Lysis around proximal femur and cup. There was corrosive wear at the head trunnion articulation. Ll shows right leg is 4-6 mm long. Lab result for the metal ions is above 7 ppb. A clinical visit reported the pain, swelling, and tenderness in the right hip joint. Doi: (B)(6) 2009; dor: (B)(6) 2021; right hip.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Health effect - clinical code. Metal related pathology (e1618) is being utilized to capture blood heavy metal increased & metal poisoning. Swelling/ edema (e2338) is being utilized to capture edema & swelling. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # : (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Medical records were received and stated that the x-rays showed that patient had some lysis behind the cup and MRI shows a large effusion of the hip. Patient had minimal sign of infection. Revision notes stated that there was a large effusion of the hip with dark fluid consistent with metal wear. Corrosive wear was present at the head of the trunnion articulation.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. There is no direct allegation associated with this product. The reason for revision was patient choice. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: a manufacturing record evaluation (mre) will not be performed since mom systems are obsolete. H10 additional narrative: added: b5 corrected: d10, h6 (clinical codes).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was not returned to depuy synthes for evaluation. Review of the x-rays evidence cannot confirm the reported allegation. No signs of implant bearing on the surface of the acetabular liner can be observed on the provided evidence. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing record evaluation (mre) will not be performed since mom systems are obsolete.